Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one ta¿ auto suture¿ stapler with dst series¿ technology and one additional ta¿ auto suture¿ loading unit with dst series¿ opened by the account. The instrument was received with one loading unit loaded into the instrument and one loading unit not loaded in the instrument. Visual inspection of the loading units noted that one was fully fired and the other had all of the staples partially advanced in the cartridge. The staples were in unusable damaged condition. The damaged staples were removed and the sulus were reloaded with staples. The instrument and the loading units were applied to appropriate test media. The jaw closes smoothly, the pin slide advances fully, and the handle actuates smoothly into pre-clamped and clamped positions. The jaw opens, handle unlocks and pin slide retracts when black release button is depressed. Acceptable staple formation was observed on test media. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Replication of the staples did not deploy condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during an open anterior resection, while transecting the rectum from a very low level with the ta30-4.8 instrument, no staples were fired onto the tissue. The staples remained in the reload. The sutures at the rectal end were lacking and the staple line was open when the anastomosis was about to be performed. Even though the bowel was emptied preoperatively, stool came from the oral bowel contaminating the abdominal cavity. To correct the condition a trans-anal pull-string suture was made, and an ils anastomosis was performed. The lower donut was incomplete and a defect was seen on the anastomosis. Although the abdominal cavity and pelvis was irrigated and suctioned, the patient developed severe sepsis, and was taken to ICU for management. A reoperation to check the anastomosis (by sigmoideoscopy) and lavation was performed on the day of the original operation.